Manufacturer narrative:
No additional information received. A root cause has not been identified. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system message displayed during a procedure. The customer noted that the cornea was undercut at 2 o'clock and irregular thickness of the cut. Additional information requested.